Event description:
It was reported the patient experienced a loss of therapeutic effect along with acute pain and a burning sensation. It was also reported the patient's implantable neurostimulator (ins) "died" around (B)(6) 2013 and the patient still received shocks that made her muscles "twist like a pretzel" and her body was jerking. The patient also stated they experienced a stabbing pain in their back where their lead was located. It was also reported this was a new pain and described as someone "stabbing her with a pen." There were no reported falls or trauma. It was noted all 3 green lights came on when the patient's programmer turned on, but the top yellow light on the right side of the programmer came on when it was turned off, indicating a "dead" ins. Reportedly, nothing happened when the patient tried to turn on the ins. It was later reported on (B)(6) 2013 the patient had her implantable neurostimulator (ins) tested by a manufacturer representative 2.5 years prior to report and there was only one third of the ins left. It was also stated the battery died but the patient did not give a date. It was also stated the ins was still "sending electrical current and it turns her into a pretzel and she was shaking and couldn't sleep for more than 1-2 hours a night." It was also noted the patient stated "the device gave her life back and she wanted a new battery put in." (**omitted info from pe 700286152 - implant revision**).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l98558, implanted: (B)(6) 2001. Product type: lead: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).